Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod packing coils (pod pcs), a ruby coil detachment handle (handle), a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician successfully implanted a pod pc into the target location using the handle. After advancing the next pod pc into the target location, the handle was unable to detach the coil. The pod pc was being removed and was retracted a few centimeters into the lantern when the physician encountered resistance and subsequently, the pod pc detached. Angiographic imaging confirmed that no additional coils were needed. Therefore, the physician retrieved the angiographic catheter containing the lantern and the detached coil. There was no report of an adverse effect to the patient.